Event description:
It was reported that on 24 may 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient's "broccoli" type left atrial appendage's measurements were a maximum diameter varying between 26 and 30 mm depending on the implantation depth. During procedure, the first deployment attempt was too proximal and device stability and compression was not satisfactory. The device was partially recaptured in the ball position and redeployed deeper into the appendage. It was reported the position of the lobe beyond the circumflex artery, maximum lobe diameter = 26 mm in 3d transesophageal echocardiography (tee) with compression at 23.5%. Device placement was deemed satisfactory, there was no residual leak/shunt, and no conflict with surrounding cardiac structures. The procedure concluded at 5:29pm and lasted 35 minutes. Initial monitoring in recovery room did not reveal any adverse patient effects. Later, it was reported at 9:15pm, the patient went into cardiogenic shock due to device embolization of the device into the mitral valve orifice. A decision was made to retrieve the device via a non-abbott snare kit, but could not be recaptured into the 27f non-abbott delivery catheter. The patient then underwent conversion surgery with right atriotomy and extraction through the interatrial septum. The device was explanted on (B)(6) 2023 and inspected. It was discovered that 3 pairs of the lateral/stabilizing anchors/wires were missing in on the lobe of the occluder. There was no visible sign of broken anchors and remaining anchors were everted. There were no further images taken to potentially identify if the stabilizing wires were left located in the patient. It was reported the patient passed away on (B)(6) 2023

Manufacturer narrative:
An event of cardiogenic shock due to device embolization into the mitral valve orifice, followed by an attempt to snare the embolized device using non-abbott snare kit was reported. There was noted difficulty recapturing the device into the 27f non-abbott delivery catheter. The patient then underwent conversion surgery for device extraction through interatrial septum. It was reported that three (3) pairs of stabilizing wires were noted to be missing from the lobe of occluder. The patient expired one day after the implant procedure. The 34 mm amplatzer amulet occluder was received in the product performance lab and met the dimensional specifications when analyzed. The returned device analysis found that four (4) pairs of stabilization wires were not present on the occluder device. The lobe design of 34 mm amplatzer amulet occluder has 10 (ten) pairs of stabilizing wires to ensure device placement and retention within the anatomy. The returned amulet device had six (6) pairs of stabilizing wires present and one of the six wires was found to be bent/deformed. It was noted that the four (4) pairs of missing stabilization wires still had the sutures to hold them in place present on the lobe of device. The suture knots remained intact and were uniform on all twenty (20) sutures, consistent with all ten (10) pairs of stabilization wires being present on the device at the time of manufacture. Further testing at abbott was performed and it was determined that if the device is moved in the laa (such as for a partial recapture) without the wires fully disengaging, this may lead to a wire being pulled outside the braid. This same situation can happen if the lobe is compressed axially. This will not fully remove a stabilizing wire, but it makes it more likely that a snare will grab and pull out the wire, because a longer section of wire is exposed. Additionally, it is possible that if a wire becomes attached to anatomy multiple times and the device pulled then the wire may become dislodged by increments. Once a snare or forceps have a gripped on a wire, they can be dislodged with typical forces used during transeptal procedures. The exact cause of device embolization is unknown, but it could be related to oversizing of device based on the configuration of the lobe on fluoroscopy. Testing at abbott found that attempts to retrieve/snare the device could have dislodged the stabilizing wires from the device. Based on the returned device analysis (and confirmation of the suture knots being present for each of the stabilizing wires), there is no indication that any stabilizing wires were missing on the device at the time of manufacturing. A 34 mm amplatzer amulet occluder device was implanted in the patient with a maximum measured diameter of 26 mm at the landing zone. Please note that, per the instructions for use, the recommended size device for the lobe diameter measurements provided is a 31 mm amplatzer amulet occluder.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient's "broccoli" type left atrial appendage's measurements were a maximum diameter varying between 26 and 30 mm depending on the implantation depth. During procedure, the first deployment attempt was too proximal and device stability and compression was not satisfactory. The device was partially recaptured in the ball position and redeployed deeper into the appendage. It was reported the position of the lobe beyond the circumflex artery, maximum lobe diameter 26 mm in 3d transesophageal echocardiography (tee) with compression at 23.5%. Device placement was deemed satisfactory, there was no residual leak/shunt, and no conflict with surrounding cardiac structures. The procedure concluded at 5:29 pm and lasted 35 minutes. Initial monitoring in recovery room did not reveal any adverse patient effects. Later, it was reported at 9:15 pm, the patient went into cardiogenic shock due to device embolization of the device into the mitral valve orifice. A decision was made to retrieve the device via transcatheter snare but could not be recaptured into the 27f sheath. The patient then underwent conversion surgery with right atriotomy and extraction through the interatrial septum. The device was explanted on (B)(6) 2023 and inspected. It was discovered lateral/stabilizing anchors were missing in 3 distinct sectors on the lobe. There was no visible sign of broken anchors and remaining anchors were everted. It was reported the patient passed away.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.